Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Device evaluation also found the following non-reportable defects: scratches and loose parts at the insulation at the proximal end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to either a quality issue or the reprocessing method and/or the service life. The definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): before use, the product must be checked for the following (see also IFU, chapter 4.2.2 ¿specific inspection¿): any type of deformation, dents, cracks, deep scratches, defects in and at the insulation, dirt, corrosion, and labelling visibility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the insulation at the distal end of his olympus jaws grasping forceps was found torn on several units. There was no patient harm reported as a result of these events. This report is 5 of 8. Please see reports with the following patient identifiers for related events: (B)(6).